Event description:
It was reported that during a procedure the cable was causing the handpiece to run on its own. The cable was replaced and the procedure was completed successfully. There was no reported user or patient injury, or any adverse consequences associated with this event.

Manufacturer narrative:
The cause of the failure was an electrical failure caused by a third party connector on the handpiece end of the cable. Once disassembled, it was found that the device did have a third party connector and that there were disconnected wires inside the cable, which were touching the ground shield, which can cause run-on.